Manufacturer narrative:
A ge rep evaluated the system and reseated fuses and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported the system intermittently would not work. No pt injury was reported.